Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. (B)(6).

Event description:
It was reported that this lead was an attempted implant. During the procedure, it was noted that the helix was fracture. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead was already returned.